Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red spot on the back and spine. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied a patch over the skin irritation and the patient let the skin air out after taking a shower. Follow up indicated that the skin irritation improved.